Event description:
It was reported that it appeared that the wires put into the patient¿s tailbone area had come loose. This caused a ¿major infected irritation.¿ it was stated, the ¿machine¿ being inside the patient was causing problems. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3093-28 lot# j0564208v, implanted: 2005 (B)(6), product type lead product ID 3093-28 lot# j0555262, implanted: 2005 (B)(6), product type lead product ID 748910 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension product ID 748910 lot# serial# (B)(4), implanted: 2005 (B)(6), product type extension. (B)(4).